Event description:
This case was reported by a lawyer and described the occurrence of anemia in a female pt who used super poligrip as a denture adhesive cream. A physician or other health care professional has not verified this report. The pt's past medical history included myelofibrosis. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced anemia. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Info was received on (B)(6) 2011 via fact sheets completed by the pt and/or the pt's attorney. The pt experienced anemia. Super poligrip was used on unk dates, once or twice daily, one 2.4 ounce tube a month. On (B)(6) 2010, the pt's zinc and copper levels were normal.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).